Event description:
Asr revision to take place on (B)(6) 2012. Unknown hip. Reason for revision unknown. Update: 1st may 2012 reason(s) for revision: unknown. Products added. Reason(s) for revision: pain. Further update: reason for revision added from further update email received 01 may 2012.

Event description:
Correction: revised for unknown reason.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision to take place on (B)(6) 2012, unknown hip, reason for revision unknown. Update: 1st may 2012. Asr xl acetabular system right hip, reason(s) for revision: unknown, products added. Bi-lateral patient - see (B)(4) for left hip. Ignore attachment-second revision update. This refers to left hip. Update: amended revision date. Received: september 7th 2012. Update received 12th march, 2014. Reason for revision added. Reason(s) for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 20290. Reason for original complaint ¿ asr revision to take place on (B)(6) 2012 unknown hip reason for revision unknown update: (B)(6) 2012 asr xl acetabular system right hip reason(s) for revision: unknown products added. Bi-lateral patient - see dint 23100 for left hip. **ignore attachment-second revision update. This refers to left hip** update: amended revision date. Received: september 7th 2012. ***update received 12th march, 2014. Reason for revision added.*** reason(s) for revision: pain the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.